Event description:
It was reported that beginning two days of being implanted the implantable cardiac monitor (icm), detected false pause episodes that appeared to be loss of contact. It was noted that the patient is active with exercising and swimming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.